Event description:
Pt had primary line of IV ns at 1999cc hr for a bolus. Insulin 100 units in 100cc hr was hung as a secondary set. The rate was set for 7cc/hr. The 100cc insulin bag infused within 1 1/2 hours.